Event description:
Additional information indicated that a revision procedure was performed and the lead was successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced muscle stimulation. The field representative evaluated the patient and found that the threshold measurements had increased. The field representative indicated that the lead had dislodged and the patient was scheduled to have a chest x-ray. The physician programmed the lv lead off until the issue is resolved. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.